Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. It was reported the insulin pump was placed in the washing machine. Customer's blood glucose was unknown. Troubleshooting could not be completed as the mother did not have the insulin pump present. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.